Manufacturer narrative:
A review of the complaint history, device history record, quality control, and visual inspection of the returned device was conducted during the investigation. One sealed flexor raabe guiding sheath was returned. Hair-like foreign matter is visible inside the sealed outer package. The outer package was opened to examine the inner package. No foreign matter is visible in the inner device package. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The root cause was determined to be manufacturing-related. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that a flexor raabe guiding sheath was noted to have hair in the packaging.